Event description:
A customer observed negatively biased peformance verifier results on the vitros 250 analyzer after calibration of a new lot of glu slides. Biased results of the direction and magnitude may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event showed that the same fluids tested on the previous slide gave acceptable results, indicating the biased results are specific to the new calibration. The calibration responses were typical compared to expected. Review of the calibration report indicated that the customer manually set up alternate units while calibrating. It was determined that the customer applied an incorrect conversion factor while configuring the alternate units. Restoration of the original units and recalibration yielded acceptable results. The root cause of the event was user error.